Event description:
Suffered pain like torture/was in severe pain [injection site joint pain] ([device ineffective]). Foot had been frozen [cold feet]. Dragging their leg, falling and limping [fall]. Doctor may have hit a nerve [nerve injury]. Knee is numb [injection site numbness]. Cannot move her ankle from side to side [joint immobilisation]. Cannot stand up from the chair because it hurts [difficulty in standing]. There is a knot where the injection was given [injection site mass]. Cannot move her ankle from side to side, when she puts her (B)(6) shoes on it hurts [joint range of motion decreased]. A lump on one knee that they could hardly walk/dragging their leg, falling and limping [gait disturbance]. Knee is swollen/a lump on one knee that they could hardly walk/a knot where the injection was given [injection site joint swelling]. Cannot move her ankle from side to side, when she puts her (B)(6) shoes on it hurts/cannot stand up from the chair because it hurts [painful ankle]. Case narrative: initial information received on 12-nov-2024 and live follow up information was received with 13-nov-2024 (processed together with 12-nov-2024 clock start date) regarding an unsolicited valid non-serious case received from the patient. The case became serious on follow up receipt on 13-dec-2024. This case is cross linked to the case (B)(4) (multiple device suspect used for the same patient; right knee). This case involves a 73 years old female patient whose foot had been frozen, doctor may have hit a nerve, knee was numb, cannot move her ankle from side to side, a lump on one knee that they could hardly walk/dragging their leg, falling and limping, could not stand up from the chair because it hurts, there was a knot where the injection was given, could not move her ankle from side to side, when she puts her (B)(6) shoes on it hurts, knee was swollen/a knot where the injection was given and suffered pain like torture/was in severe pain, while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, vaccination(s) and family history were not provided. On an unknown date the patient previously also had synvisc one injections and had always been better in a day or two. On an unknown date, the patient started using synvisc one (hylan g-f 20, sodium hyaluronate) (left knee) injection 1 df (dosage from) once (1x) of strength: 48mg/6ml, via intra-articular route for bone on bone. The patient reported of having some side effects about 2 months from their synvisc-one administration. Patient stated that they changed providers and they were administered with 2 injections, one injection per knee and they said that they developed a lump on one knee that they could hardly walk, their foot had been frozen, they have been dragging their leg, falling and limping and they cannot put their shoe on and it got really tight (injection site mass, gait disturbance, peripheral coldness, fall) (with unknown onset, latency) . It was also reported that patient previously had synvisc-one injections and the liquid used to be clear but the injection administered to them was blue. Patient said that the doctor might had hit a nerve (nerve injury) (with unknown onset and latency) and they would speak to their attorney about it and they would ask an opinion from a neurologist. Patient also asked if the product was made from honeycomb as stated by the doctor. Patient mentioned that she was getting synvisc one, and with the last dose she got in the knee, it was numb, swollen, and there was a knot where the injection was given (injection site hypoaesthesia and injection site joint swelling) (with unknown onset and latency). The patient wanted to know if that was normal, or what happened to her. Patient mentioned that the person who gave her the shot told it (synvisc one) came from the honeycomb, and that she mentioned that it was blue but usually it was clear. It was also reported that her one leg was fine, but the other was not. Patient could not move her ankle from side to side, when she puts her (B)(6) shoes on it hurts, and she cannot stand up from the chair because it hurts (joint range of motion decreased, joint stabilization, dysstasia and arthralgia) (with unknown onset and latency). Upon follow up patient reported that the injection did not help was needed in both knees and patient suffered pain like torture (injection site joint pain and device ineffective; seriousness criteria: intervention required) (onset and latency: unknown) (with unknown batch number and expiry date for all the events). Patient reported that the doctor would not prescribe anything she should had at least prescribed meloxicam.. Later the patient went to her regular orthopedic doctor where they performed the x-ray of both the knees and said both her knees were bad, she was in severe pain and he gave her 1 injection of cortisone in both knees since he viewed the x-rays and asked her to come back if she was in pain. The patient was doing physical therapy and it was very difficult for her to put weight on her right foot to stand from a sitting position and had orthopedic doctor and primary doctor to take care of her. The orthopedic doctor told her that they would give her synvisc again in mid-march and his injections always work and helped her. Information regarding batch number and expiration date corresponding to the one at time of event occurrence was requested. Action taken: not applicable for all the events. Corrective treatment: cortisone injection for injection site joint pain and not reported for rest of the events. At time of reporting, the outcome was unknown for all the events. A product technical complaint (ptc) was initiated on 13-nov-2024 for synvisc one (hylan g-f 20, sodium hyaluronate) (batch number: unknown) with global ptc number: (B)(4). Ptc stated: based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review is not possible. Based on the lack of information, no assessment is possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA(corrective and preventive action) is required. The final investigation was completed on 20-nov-2024 with summarized conclusion as no assessment possible. Additional information was received on 20-nov-2024 from quality department: ptc details with summarized conclusion added. Text was amended accordingly. Additional information was received on 13-dec-2024 from the patient. Based on the information received the case was initially assessed as non-serious was upgraded to serious. Additional event of injection site joint pain along with symptoms of device ineffective added. Clinical course was updated and text amended accordingly.